Manufacturer narrative:
The hill-rom technician inspected the bed and found the scale was displaying 99.9 pounds. He zeroed the scale with the bed empty and the ppm operated correctly. Account did not release details of the alleged injury. The advanta 2 user manual states: the bed exit alarm system must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it.

Event description:
(B)(4).